Event description:
It was reported by a customer complaint that the pt was seen in the ER for an episode of hyperglycaemia. It was reported by the pt's family member that for 2 days prior to the emergency room visit they had been experiencing high blood glucose levels. The reporter stated that they had been changing the sites, cartridges and insulin and other troubleshooting with no success. It was reported that they have been having absorption issues on one side of their abdomen. The reporter also stated they believe the batteries have been depleting more quickly. The pt's blood sugar at the time of the ER visit was 545. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.